Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0217148347, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they experienced strong pain over their implantable neurostimulator (ins) site and that the pocket pain persisted whether their ins was on or off. It was further reported the patient¿s surgeon noted the pocket was too lateral and the ins was on a bony surface. Additionally, the patient reported trying different programs as she ¿still felt it wasn¿t helping her bowel incontinence¿ or bowel control. The patient¿s system was removed as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.